Manufacturer narrative:
Balloon burst. Visual examination of the returned device revealed that the balloon was found to be torn longitudinally. The cause of the reported malfunction could not be determined.

Event description:
It was reported to boston scientific corporation in 2006 that a cre balloon catheter was used during a procedure performed four days prior (patient gender, age and weight are unknown). According to the complainant, the balloon broke. No information was provided regarding patient complications or condition.